Event description:
Hosp critical care unit personnel responded to a pt post recent multiple cardiac arrests. The pt was connected to the device with pacing/defibrillation/electrocardiograph electrodes and adapter for transthorasic pacing therapy. According to the reporter the device stopped pacing with alarms and would not pace the pt. A backup pacemaker was immediately called for and used but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up pacemaker.